Event description:
Reportedly, fired the device, but about one-third of the tissue was not cut. Checked the tissue with an endoscope and cut the remaining tissue with a surgical knife and then removed the anvil. This prolonged the operation for an hour and a half. Performed leak test and confirmed there was no leakage. Lar double staple.